Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has not been returned. Implant still implanted. Additional 510k codes: k101880. Product no returned to manufacturer.

Event description:
It was reported that the implant threads are damaged. The dentist hard time screwing and removing the healing collar.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on MFR 0002023141-2018-00844.